Event description:
It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion and failed to be interrogated via radiofrequency. The device was explanted and successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Reported complaint of premature battery depletion was confirmed. Device was at end of life (eol) level when received. Device image was analyzed and high current was noted on the device hybrid. Device triggered backup in the lab during analysis. Device was cut open and electrical testing performed, high current from the hybrid was noted during electrical testing. An anomalous integrated circuit (ic) on the hybrid as found to be the cause of the high current drain and premature battery depletion.